Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back because they got a text from marketing telling them to call in. The pt had posted on social media that the device didn't work. It malfunctioned after going through a metal detector at the airport. The pt said the ins inside of them fluctuated for over 7 months, and the left leg was affected due to damaged nerves. The pt went back to the doctor for months, and finally said they are not leaving until the doctor takes it out. The pt wants to know what we can do to help. After their healthcare provider (hcp) removed the whole system the pt doesn't know where the hcp was and can't get in touch with them. No other doctor wants to touch the pt. They can't put in what they are offering since the nerves are damaged. The pt has to insert a catheter to get the urine out. The pt has pain when they sit. All the flesh was on the wire and they had to cut the flesh off the wire. The pt is sending a picture of it. That is what damaged the nerve in the left leg. They have a gaping hole in left buttocks. They can't move around b ecause of the damaged nerves. The patient went to get botox on monday. They want to know what the manufacturer can do to help. The patient doesn't feel they were treated right. That is why they posted on social media. They can't work and are on disability and only gets $1000 a month, has lost their house, and doesn't have a car anymore. The pt is just trying to get a roof over their head. Patient services asked if this was related to the issue they had in jamaica and they said yes it was the same event. The pt didn't know the date it occurred. They said they would have to look at their passport and call back. The pt is at their wits end. The pt is dependent on their daughter now and is looking for assistance and would like patient relations to call them back. Sent email to patient relations. June-30 the pt called back and reiterated the previously reported event and that they'd gone through so much pain. The patient's reason for call was to ask if patient services had gotten their photo of the wire. Patient services reviewed with the patient they could reply to the physician listings email and send the photo that way. The patient stated they would do that.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had lead and battery explanted by the doctor on (B)(6) 2016. There is no mention of malfunction or nerve damage in the documentation from the date of her removal. The patient had five appointments following the interstim removal to address her overactive bladder. The last time a patient was seen at the practice was (B)(6) 2017. She has not established care with a new provider at this practice. The patient was prescribed medications for her overactive bladder on the (B)(6) 2017 visit. She was supposed to return to practice six months later but never did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that they took a flight to (B)(6) and after the flight tried to increase stimulation and the stimulation started "going fast," and they weren't able to do anything to the stimulation. The programmer would not do anything and the ins was "malfunctioning." They were uncomfortable and felt pain from the urethra to the hip. Most of the pain was in the hip where the ins was. The device was eventually removed, but was not turned off until it was removed. The patient stated the device caused nerve damage in their left buttock which caused them to be crippled. The pain didnot go away after the device was removed and became worse. They were getting disability and could not work. They were taking medication and had to use a walker. They were also urinating on themselves. The patient was redirected to their healthcare provider to further address the issue.